Event description:
The suspect device result was hi. The user went to the ER and their glucose was 115 and 117 mg/dl. Controls were not used. The device was replaced and requested to be returned for evaluation.